Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. The patient intended to have chest enhanced CT, and the patient needed to have enhanced CT examination in the afternoon. Before used the indwelling needle, the infusion connector should be flushed, and found the connector was clogged after flushed several times, and replaced the infusion connector, so as to ensure the patency and connected the indwelling needle again.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19065676. Further details relating to the make and model of the connecting male luer were not available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: the reported feedback suggests that there was an occlusion. The patient intended to have chest enhanced CT, and the patient needed to have enhanced CT examination in the afternoon. Before used the indwelling needle, the infusion connector should be flushed, and found the connector was clogged after flushed several times, and replaced the infusion connector, so as to ensure the patency and connected the indwelling needle again.